Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking into the over pouch. The leak was discovered during incoming inspection at the end user facility. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a very large leak spraying a large stream of liquid from the back side of the bag, directly above the administration port. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a tear of the eva material above the administration port. The manual add port had been used, as evidenced by cannula insertion on the port membrane. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings and the customer report of the leak being identified at the end user facility, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be...